Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary planned treatment was performed when this happened. The procedure was delayed almost 5 minutes and it completed after restarting the system. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system would not initiate fluoroscopy. After reviewing the log file fse confirmed there is a malfunction of the power supply section of each cabinet except for the x-ray generator. Fse replaced the power control module. After replacing the power control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not initiate fluoroscopy. The device was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the pd. Assy. Frontpnel which returned the system to use in good working order.